Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery alarm due to completely broken reservoir tube lip. Unit had broken battery tube threads, missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir was chipped around and where the battery goes in. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that insulin pump had no delivery. The insulin pump will not be returned for analysis.